Manufacturer narrative:
Device evaluation is not necessary because the reported event is not related to the vns therapy or functionality of the device, but rather to the presence of the device.

Event description:
It was reported that the device was explanted. No additional relevant information has been received to date.

Event description:
It was reported during a call with the physician's office that a patient was no longer having seizures and did not require vns therapy anymore. The patient requested to have the device removed as it was visible under the skin and was causing pain when it would get bumped into. It was further noted by the nurse that the patient was very thin and that the device had previously been disabled. Programming history was reviewed for the patient's device. The last settings and diagnostics were recorded from about a year ago, and indicated that the device was performing within normal limits. No surgery has occurred to date. No additional relevant information has been received to date.